Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec observed that the device had little to no exhalation flow, and that it was unable to maintain peep (positive end expiratory pressure) between breaths -- which were very shaky -- and a hissing noise could be heard during operation indicating a potential leak. Ventec replaced the internal flow transducer (ift) and exhalation control module (ecm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift and ecm.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device does not ventilate. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. The patient was placed on a different ventilator for support.